Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with elevated current and battery voltage at elective replacement indicator (eri) levels. Final analysis found that an anomalous integrated circuit in the hybrid was the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition.